Manufacturer narrative:
During the investigation, it was discussed that a medical effect of diuresis medicaments (furosemide and spironolactone) can affect the sodium results (as well as the protein and lipids levels), and a dilution experiment was performed. According to the achieved result, it was observed that the case dilution of serum/plasma samples does not affect the solvent and solids fraction proportion - results dropped in the expected relationship according to the dilution ratio. The binding of sodium by serum/plasma components is a complex process and a variety of factors could have affected the described differences in sodium measurements on the mentioned analyzers. The investigation did not identify a product problem. The root cause of the event was related to the patient's sample.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
We received an allegation about discrepant ise results for 1 patient's plasma samples tested on a cobas 8000 cobas ise module when compared to gem 5000 and vitros 5600. The affected test was sodium (na). Sample 1: initial result: 167 mmol/l (tested using plasma). 1st repeat result: 157 mmol/l (tested on point of care (poc) blood gas instrument using whole blood). 2nd repeat result: 158 mmol/l (tested on gem 5000 using plasma). 3rd repeat result: 158 mmol/l (tested on vitros 5600 using plasma). Sample 2: initial result: 163 mmol/l (tested using plasma). 1st repeat result: 151 mmol/l (tested on a poc blood gas instrument using whole blood). 2nd repeat result: 155 mmol/l (tested on gem 5000 using plasma). 3rd repeat result: 156 mmol/l (tested on vitros 5600 using plasma). The physician questioned the results and that was the reason the customer re-tested the plasma samples on gem 5000 and vitros 5600 for comparison.